Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart and then powered off. The insulin pump had a blank display. The customer had to go back and reset the time and date every few minutes. The insulin pump kept beeping. The contacts on the battery cap were damaged. In the alarm history external error, unexpected restart, and low battery alarms were found. The unexpected restart alarm was recurring during normal insulin pump use. Customer's blood glucose level was 146 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan until the replacement battery cap arrived. The device was not returned.